Event description:
The hcp reported the pt was scheduled for a pump refill in 12/2003. But pt cancelled the appointment. The following day, the pt reported the pump alarm was sounding and pt was experiencing nausea, vomiting, diarrhea, and increased pain. The pt was seen in the clinic six days later with the above complaints. Pt was afebrile with stable vital signs. The hcp felt this withdrawal was associated with late refill due to poor pt compliance. The pump was refilled. The pt was last seen in the office a week later. Pt was again afebrile with stable vital signs. The pt continued to have complaints of lower extremity pain. The pump was reprogrammed with in increase in medication to 2.3mg/day.